Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2022, a sample was collected from the patient. On (B)(6) 2022, the sample was processed per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a positive, flu b negative, rsv negative. This result was reported to a physician. Patient 1 sample 1 retest 1; on (B)(6) 2022, the same sample that was stored at room temperature was processed per pi on xpert xpress cov-2/flu/rsv plus, on a different genexpert instrument. The result was sars-cov-2 negative, flu a positive, flu b negative, rsv negative. This result was reported to a physician. Patient 1 sample 1 retest 2; on (B)(6) 2022, the same sample that was stored at room temperature was processed per pi on xpert xpress cov-2/flu/rsv plus, on the same genexpert instrument as the first run. The result was sars-cov-2 negative, flu a positive, flu b negative, rsv negative. This result was reported to a physician. Patient was not symptomatic at the time of testing. Customer confirmed there is no known death, injury, or deterioration in health related to the discrepancy. The investigation is ongoing. Additional information regarding likely root cause will be provided once the investigation has been completed. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results. On (B)(6) 2022, a sample was collected from the patient. On (B)(6) 2022, the sample was processed per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a positive, flu b negative, rsv negative. This result was reported to a physician. Patient 1 sample 1 retest 1; on (B)(6) 2022, the same sample that was stored at room temperature was processed per pi on xpert xpress cov-2/flu/rsv plus, on a different genexpert instrument. The result was sars-cov-2 negative, flu a positive, flu b negative, rsv negative. This result was reported to a physician. Patient 1 sample 1 retest 2; on (B)(6) 2022, the same sample that was stored at room temperature was processed per pi on xpert xpress cov-2/flu/rsv plus, on the same genexpert instrument as the first run. The result was sars-cov-2 negative, flu a positive, flu b negative, rsv negative. This result was reported to a physician. Patient was not symptomatic at the time of testing. Customer confirmed there is no known death, injury, or deterioration in health related to the discrepancy.

Manufacturer narrative:
After further investigation, the case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome.